Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube, high voltage cover, and tube cover were evaluated and replaced. The system was tested and found to be working as intended and put back into service.